Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). One flexiva 200 tractip laser fiber was returned in one piece with tip detached. The fiber measured approximately 318.1 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fracture, likely as a result of handling during the setup of the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. The detached portion of the distal tip was returned and measured approximately 3 mm. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the preparation, the laser fiber was noted to be broken outside the packaging. They noticed it was broken when they tried to insert the fiber to the scope. A second laser fiber of the same kind was opened and the same issue occured. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.